Event description:
It was reported that the non-preloaded sensar monofocal intraocular lens (iol) was initially stuck in the cartridge but was implanted. The preoperative best corrected visual acuity was 6/24, while the postoperative best corrected visual acuity improved to 6/7.5. There were reports of required incision enlargement, unplanned vitrectomy, unplanned sutures, along with a delay in the procedure. No further information was available.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: email address, state: unknown, information not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.